Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx supra-pubic mid-urethral sling system device was used during an unknown procedure and performed on an unknown date. According to the complainant, the patient came back to the physician and reported about abdominal pain and unspecified complications. All other information is unknown. Should additional relevant details become available a supplemental report will be submitted.